Event description:
It was reported that a user experienced prolonged hyperglycemia with glucose readings over 400 mg/dl while using the ilet, despite changing the infusion set and confirming no occlusion or bent cannula; the user had started an oral prednisone course and disconnected from the ilet to administer 10 units of subcutaneous humalog, after which glucose began to decline and the user reconnected to the ilet. Symptoms included elevated blood glucose without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management without hospitalization or external medical intervention at the time of the event. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed that hyperglycemia was temporally associated with recent steroid use, and device function issues were not confirmed. It was concluded that the event was user-reported hyperglycemia with unclear device contribution and potential pharmacologic influence from steroids.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.